Event description:
It was reported that suture placement was successful with two proglide devices in the right common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 6f with mild calcification at the access site. A guide wire was inserted and a 8f sheath was introduced then the sheath was upsized and dilated to a 10f, 14f and 18f and the tavi procedure was completed successfully. Reportedly, after completion of the tavi procedure the pre-placed sutures of the two proglide devices were irrigated with heparinized saline. The first clamp was removed from the first suture placed at 10 o'clock and the rail suture limb was wrapped around the left forefinger. While maintaining guide wire access, the sheath was removed and the rail limb was simultaneously pulled with slow, consistent increasing tension. The clamp was removed from the 2 o'clock suture and the knot was advanced by using the same technique and maintaining guide wire access. The knot wasn't excessively tightened while the guide wire was still in the vessel. The first suture placed at 10 o'clock was advanced and locked in accordance with instructions for use (IFU). When locking the knot from the 2 o'clock position, the physician didn't follow the instructions of clinical specialist. The rail suture was only wrapped one time around the left forefingers. While tightening the rail suture, the suture was "torn" and arterial bleeding was visible.

Manufacturer narrative:
(B)(4). Described event or problem: a stent graft was successfully placed over a crossover wire at the source of bleeding and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is in-training in the use of the proglide device and in the preclose technique. No additional information was provided. Concomitant medical products: sheath: 6f, 8f, 10f, 14f, 18f; other: heparin. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that mildly calcification was noted in the right common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for suture breaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.